Event description:
An attempt to place a right ventricular (rv) lead was made during an implant procedure. However, the lead had to be removed when the patient suffered a cardiac arrest during surgery. The lead was not replaced and the procedure was stopped. Follow-up indicated that the cardiac arrest was related to over sedation and a reaction to medication with no product allegations against the lead. The patient was implanted with a new system a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).